Event description:
It was reported that there was pocket erosion. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted. The inner insulation was kinked and buckled and the inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched and there was apparent explant damage. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The inner insulation was kinked and buckled and the inner tubing was kinked/buckled. The outer insulation had cosmetic cut. There was blood in/on the helix/lobe mechanism. The lead was stretched and there was apparent explant damage.